Manufacturer narrative:
Correction: the previous or initial MDR submitted on march 17, 2017 was filed inadvertently. No loss of osseointegration has occurred. This report is filed on april 05, 2017.

Manufacturer narrative:
Patient and implantation details unavailable at the time of this report, this report is submitted on march 17, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). Re-implantation is planned but has not taken place as of the date of this report.